Manufacturer narrative:
(B)(4) (cuvette lot #a1p3c014, a1p3c043). Method, result and conclusion codes: manufacturer/evaluation/investigation currently in process. Itc has requested all data required for form 3500a.

Event description:
A healthcare professional reports discrepant results with protime micro-coagulation system. A patient generated inr 1.3 followed by inr 2.6. Liquid quality controls were acceptable. The patient's therapeutic range was not provided. No adverse event(s) reported.